Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having trouble sleeping ever since they had the pacemaker and it is not letting their heart rate drop. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.